Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer cleaned the speaker holes, and a new cartridge was loaded to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.